Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the customer's personal profile settings had been deleted. The customer was unsure how the information was deleted from the pump. The customer's blood glucose (bg) level was 178 mg/dl. Tandem technical support assisted the customer with re-programming the correct personal profile settings.